Event description:
A customer reported a leaking reservoir inside an infusor elastomeric device. The exact location of the leak is unknown. The drug being administered is unknown. This event was noted during patient use, though no patient injury or medical intervention was associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected sample was received for evaluation. The initial visual inspection and functional leak test on the sample revealed the leak was coming from the welded area of the volume indicator port located inside the housing. The reported condition was confirmed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.